Manufacturer narrative:
Carilli, m., pierella, f., pastore, s., brocca, c., campagna, a., di nicola, s., parente, u., iacovelli, v., vittori, m., sacca, f. A. M., zuccala, a., & bove, p. (2025). Thulium laser incision of prostate with selective median lobe vaporesection versus water vapor thermal therapy in the treatment of benign prostatic obstruction with ejaculation-sparing intent: a retrospective, comparative analysis from two institutions. International urology and nephrology. Https://doi.org/10.1007/s11255-025-04966-5xx. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, boston scientific was made aware via an article published in international urology and nephrology that a retrospective comparative study was conducted to evaluate thulium laser incision of the prostate (thuip) versus water vapor thermal therapy (rezum) for the treatment of benign prostatic obstruction (bpo) with ejaculation-sparing intent. The rezum cohort included 81 patients treated at one institution between january 2022 and april 2024, with complete 12-month follow-up. Rezum procedures were performed using the rezum system under conscious sedation, according to manufacturer indications. The median patient age in the rezum group was 60 years, and the median prostate volume was 44 ml. Mild-to-moderate dysuria and/or pelvic pain, described as transient and self-limiting within 14 days, was reported in 58% of rezum patients. Eleven rezum patients developed low-grade clavien-dindo complications, all of which were transient acute urinary retention requiring re-catheterization. Antegrade ejaculation was preserved in 75 rezum patients, while 6 patients reported absence of antegrade ejaculation. At 12 months, 2 rezum patients were considered surgical failures; one patient restarted alpha-blocker therapy and one patient underwent laser enucleation. The study concluded that rezum appeared to be a slightly faster and less invasive procedure, with gradual improvement in functional outcomes over follow-up.